Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown dhs blade (part# unknown, lot# unknown, quantity# 1); cortex screw (part# 214.038, lot# l109010, quantity 1); cortex screw (part# 214.040, lot# 9894161, quantity 1); cortex screw (part# 214.040, lot# 9700520, quantity 1); cortex screw (part# 214.042, lot# 9903675, qty 1); lcp dhs plate (part# 02.224.224s, lot# l023173 , quantity# 1); dhs/dcs-scr ø12.5 l100 octagonal-coupl s (part # 280.301, lot # unknown, qty 1); connecscr f/extraction dhs blade (part# 03.224.008, lot# unknown, quantity# 1).

Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during hardware removal procedure for right proximal femur on (B)(6) 2019, the tip of the coupling screw for extraction dhs blade has broken off in the implant. Surgeon attempted to remove the device, but was not able to adequately remove the screw in the dhs system in the femoral neck component. He said the screwdriver was of the incorrect size and this had happened before. The screw would not fit with any of the dhs insertion tools or removal tools. All the devices were explanted as planned and procedure was completed successfully. Concomitant device reported: unknown dhs blade (part# unknown, lot# unknown, quantity# 1); unknown dhs screw (part# unknown, lot# unknown, quantity unknown); unknown dhs plate (part# 02.224.224s, lot# l023173 , quantity# 1) this report is for one (1) unknown screwdriver. This is report 2 of 3 for complaint (B)(4).